Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: the black box showed partially discharged batteries installed resulting in replace battery alarms. The pump was returned with the battery cap and was able to power on and current draws measured within specifications. A battery life issue was not duplicated during testing. The battery compartment was cracked with corrosion observed inside. There was no damage found to the returned battery cap. The leak test failed due to the battery compartment leak. The pump cover was removed and no further damage or moisture was found. (B)(4).